Event description:
Patient reported they have noticed that one tooth is higher than the teeth on either side. They also reported experiencing great deal of pain in their right jaw and can't bite down fully and they feel their bite is off. Provided information on tmj. Tooth #25 has intrusion and recommended 2 week rest on lower teeth and holding in upper aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.